Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant device(s): 320-15-03, 6553535 - rs glenoid plate post aug, 8 deg, left. 320-15-05, 6746720 - eq rev locking screw. 320-01-38, 6636828 - equinoxe reverse 38mm glenosphere. 320-20-00, 6789833 - eq reverse torque defining screw kit. 320-10-00, 6727229 - equinoxe reverse tray adapter plate tray +0. 300-01-13, 6648056 - equinoxe, humeral stem primary, press fit 13mm.

Event description:
As reported, approximately 3 mos postop the initial ltsa procedure, this (B)(6) y/o female patient was revised due to infection. The glenosphere, locking screw and liner changed. Patient was last known to be in stable condition following the event. The devices will not return due to hospital disposed of them.